Event description:
A cartridge alarm occurred during pumping, as reported by the customer. There was no reported adverse impact on the customer¿s blood glucose level. Customer planned to use multiple daily injections as a backup therapy to ensure continuity of insulin delivery. They were instructed to put the pump into storage mode and to return the faulty pump using a pre-paid label, which they acknowledged and understood.